Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and to fix the reported issue, the stm removed and replaced the fiber optic module. In addition, a fiber optic test was performed and it passed with full calibration. Subsequently, the unit passed all functional and safety tests performed as per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient and while getting ready to transport the patient from the cardiac cauterization lag (ccl) to the floor, the cs300 intra-aortic balloon pump (iabp) generated an arterial pressure (ap) optical sensing module failure alarm. It was noted that the iabp unit was swapped out with another iabp unit. There was no harm or injury to the patient and no adverse event was reported.

Event description:
A getinge service territory manager (stm) was dispatched to investigate and to fix the reported issue, the stm removed and replaced the fiber optic module. In addition, a fiber optic test was performed and it passed with full calibration. Subsequently, the unit passed all functional and safety tests performed as per factory specifications. The iabp was returned to the customer and cleared for clinical use.